Manufacturer narrative:
Outcomes attributed to adverse event: corrected information: the ¿intervention req¿ box should not be checked for this event. Type of reportable event: corrected information: the ¿serious injury¿ box should not be checked for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 03-oct-2019 from the healthcare professional (hcp) who reported that the pump had been going on and off but had now been stalled for over a month. The hcp was requesting the password and assistance with the programming to permanently shutdown the pump. The password was provided and the information regarding programming the pump to off state was reviewed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-jun-06. It was reported that the pump had recovered on (B)(6) 2019 and has stalled again. The reason for the call is they are not sure if they are replacing the pump at this time so they want to know what their options are. They discussed programming the pump to minimum rate and silencing the active alarm while orally medicating the patient. They also discussed the option to extend the alarm interval, so if the pump were to keep intermittently stall/recover, the alarm would happen less frequently. They then discussed an alternative option to shut off the pump permanently. The caller stated they will choose the option to put the pump in minimum rate and extend the alarm intervals while medically managing the patient. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 524.7 mg/ml hydromorphone at 329.9 mg/day and 4,000 mcg/ml baclofen (unknown) at 2,515.7 mcg/day. The reason for use was intractable spasticity and multiple sclerosis. It was reported that a motor stall was seen at initial interrogation. The nurse was called to the patient¿s home after they started hearing an alarm on (B)(6) 2019. Logs reveal the stall happened on (B)(6) 2019. The patient did not recently have an MRI. Pump status and/or event log report motor stall occurred and was active. Motor stall considerations were reviewed, including to silence audible alarms, to consider pump replacement, to consider programming minimum rate, and to cover the patient with non-pump medication. It was also reviewed to contact the hcp as the patient is on high dose per day of baclofen. An email was sent to the local manufacturer¿s representatives per caller request to discuss next steps on replacement. There were no symptoms reported. There were no further complications reported/anticipated.